Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump had scratches on screen makes it difficult to read. The customer¿s blood glucose level was unknown at the time of the incident. Customer stated insulin pump had no delivery alarm. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The pump passed the displacement, self, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. No excessive no delivery/occlusion alarms were noted. No unexpected missing segment/partial display anomalies were noted. The pump was received with minor scratches on the lcd window and a cracked reservoir tube lip. No unexpected difficulty to read noted. The test infusion set and reservoir did lock into place.